Event description:
It was reported that the patient underwent a wide local incision for melanoma on (B)(6) 2015 suture was used. The suture was placed on the right crown of the scalp. On (B)(6) 2015, the patient experienced an open incision with draining. The patient was treated with minocycline and mupirocin ointment. It was reported the patient is well-healed as of follow up on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.